Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed blisters on his left shoulder blade. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. Patient reported that a doctor recommended the patient be re-measured for a larger size garment. Follow up indicated that a field service representative provided a larger size garment and patient reported the blisters have improved.